Manufacturer narrative:
The insulin pump had intermittent button response due to unlocked keypad connector.

Event description:
The customer reported via phone call that the buttons stopped working. The customer reported that the buttons started to work again but the act button was working intermittently. The customer's blood glucose was 219 mg/dl at the time of incident. The insulin pump was returned for analysis.